Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nearly choked [choking sensation]; brushhead no longer stays on while brushing, slides off [device breakage]. Case description: a consumer reported that while using an oral-b power rechargeable toothbrush handle pro cross action 3764 (oral-b pro 5000 smart series), the oral-b brushheads, version unknown no longer stay on, and slide off very easily. The reporter stated the brush head had been replaced several times, the brush heads have to be held the entire time while brushing, and he or she nearly choked several times when brushing the tongue. The case outcome was recovered.